Manufacturer narrative:
Patient age and gender were provided, patient's weight was not available. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported event was confirmed. As received, the returned catheter was found to be broken at 11.6cm proximal from 70cm depth mark, cross surface at site of the damaged appeared even and straight. Mating broken part was not returned. No other visible damage was observed from returned unit. Information obtained to this point cannot verify what happened to the catheter tip. It was not reported that any additional procedure was required in attempt to retrieve the catheter tip. It is stated in the thru-lumen embolectomy catheter instructions for use (IFU) as a warning that: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." An engineering investigation has been initiated to consider any potential factor that might have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this fogarty catheter broke. Another one was used to solve the issue. Follow up is ongoing ir order to confirm the location of the missing part of the catheter. However, biomedical engineer indicated that the missing part of the broken catheter could have been thrown away.there was no allegation of patient injury reported. Patient demographics have been requested. This device was received for evaluation.